Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that when they attempted to turn their device on, nothing happened. The programmer remote was blank. The patient tried to change the batteries in the remote and it did not resolve the issue. The remote was not dropped and it did not get wet. The programmer would not power up. The patient also had poor coupling with the recharger antenna. The patient fell and broke their belt. No patient symptoms were reported. The indications for use include chronic low back pain and rsd/causalgia-complex regional pain syndrome. Additional information received from the consumer reported the charger or patient programmer (pp) wasn't working and the patient wasn't feeling stimulation. The patient had been in pain for the last three months. The consumer didn't know why the devices weren't working. Troubleshooting was limited due to not having access to the product. The following day the consumer called back and stated they were getting poor communication with the pp, and were unable to connect with the pp or the recharger. Refer to manufacturing report #2182208-2016-00033.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.